Event description:
Edwards received information that a valve was explanted at implant due to an eccentric leak. Through obtained medical records, it was learned that ten minutes after discontinuation from cardiopulmonary bypass, the mitral valve demonstrated an eccentric central leak from the prosthesis, which was not perivalvular in nature. It was reported that there was no identified defect within the valve as all the leaflets appeared to be mobile with no obvious abnormality. After replacement with a new prosthesis, there was no evidence of further leak. Hemostasis was obtained and the patient was transported to the recovery room in stable condition.

Manufacturer narrative:
Evaluation summary no visible inconsistencies were observed on any of the three leaflets. No inconsistencies were visually noted in the x-ray, as the wireform remained in intact. (B)(4): clinical observation could not be confirmed. Additional manufacturer narrative the explanted device was returned to edwards for analysis and the customer report of a central jet could not be confirmed visually. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.